Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. This product is not cleared for distribution in the united states; however, zimmer biomet in (B)(6) manufactures a similar product cleared under 510k number k150850. Zimmer biomet (B)(4) and the package supplier are in the process of initiating modifications. Return expected, not yet received.

Event description:
It was reported that the package was not fully sealed. There was no patient involvement and no delay in a procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. UDI: (B)(4).